Manufacturer narrative:
Device was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring, cracked middle (enter) keypad button, scratched case. Device passed sleep current measurement, active current measurement, and self tests; it failed rewind test. During motor rewind, the device returned a pump error 38. Unable to perform the displacement prime/seating, basic occlusion, force sensor and occlusion tests due to the recurring pump error 38. Unable to confirm/not confirm insulin flow block alarms since unable to perform the above tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that a pump error 38 occurred at august 31--5 alarms. In addition to this, the adapt tool reveals that a pump error 53 (filenumber 2005, linenumber = 5632) occurred at august 31, 2021 09:50:00.000 and at august 31 09:51:24.000. The case was cut open. As the boards were being taken out of the case, the bottom of the motor assembly popped off, and the motor assembly itself was stuck to the motor sleeve. In summary, the customer¿s report of a pump error 38 was confirmed during testing, of insulin flow block alarms was unable to be confirmed and of an unexpected pump error was confirmed. The pump error 38 is due to a stuck and broken motor, and the pump error 53 (filenumber 2005, linenumber = 5632) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a no motor movement or negligible movement alarm. The customer stated they were not able to complete the rewind process. Customer stated that insulin pump had a insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.